Manufacturer narrative:
Correction: h6.

Event description:
It was reported that the patient presented in the clinic with increased fatigue. The left ventricular (lv) lead was turned off at an unknown date due to phrenic muscle stimulation. The lv lead was capped and replaced during the generator change procedure on 29 aug 2024. The patient was stable throughout.